Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gives blue screen in host pc. Review of the system log file does not show any errors related to host pc malfunction. To resolve the issue, fse replaced the host pc, hard disk, reloaded new software, and performed needed configuration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave a blue screen. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.